Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited to the emergency room on (B)(6) to (B)(6) 2018 due to the high blood glucose level and diabetic ketoacidosis. The customer was at 690 mg/dl when admitted to the hospital and 101 mg/dl was the current blood glucose level of the customer. The customer was wearing the insulin pump at the time of the hospitalization. The insulin pump will not be returned for the analysis.